Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn quick suture. The client reported that approximately 1 week after the skin closure, the knots opened. Also said that manipulation on the part of the patient is not excluded. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received five closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot security control of the samples received and the results are into the current range for this thread and size. Degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 0.92 kgf in maximum and 0.73 kgf in minimum. B. Braun surgical requirement is 1.42 kgf in maximum and 0.35 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Remarks: as stated in the instructions for use of the product, "monosyn® quick should be used applying the standard surgical suturing and knotting techniques, taking into account the surgeon's experience with the respective surgical procedure. Care should be taken that the knots are positioned properly and adequate knot security is given". Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.